Manufacturer narrative:
The devices involved in this event will not be returned for eval; one balloon catheter was discarded and the other being held at the hosp.

Event description:
It was reported the patient was treated for a subarachnoid hemorrhage which resulted from a re-ruptured basilar tip aneurysm. Two hyperform balloon catheters were placed under the aneurysm and both balloons confirmed to have been inflated and deflated normally under fluoroscopy. When the physician introduced the sl10 micro catheter (bsc) near the aneurysm, suddenly thrombosis occurred. Physician infused urokinase, but could not dissolve the thrombus. Physician then stopped proceeding further and withdrew the sl10 catheter and one balloon. Although both balloons were confirmed deflated, the physician could not remove the other balloon placed in the left pca. A snare (gooseneck) was used in an attempt to remove the balloon without success. The patient was reported expired 3 days after the procedure in a coma.